Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to an electrical shorted capacitor, designator c156, caused by process residue this resulted in the device not being able to recognize a shockable ventricular fibrillation rhythm.

Event description:
The customer contacted physio-control to report that their device had displayed a service wrench icon in the readiness indicator. Upon initial evaluation, physio-control observed that the device had logged an event code in its memory and the device did not advise a shock for a shockable rhythm. In this state, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The device was showing a service wrench and would not recognize a shockable rhythm. The customer's device will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had displayed a service wrench icon in the readiness indicator. Upon initial evaluation, physio-control observed that the device had logged an event code in its memory and the device did not advise a shock for a shockable rhythm. In this state, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.